Manufacturer narrative:
Additional information received: the subject's past medical history included: developmental hip dysplasia. The most recent dose of brineura prior to the event was administered on (B)(6) 2021 from 10:00 to 15:15. On (B)(6) 2021, the subject's icv device was removed. A csf culture was taken after removal of the reservoir with results pending. On (B)(6) 2021, the subject was discharged from the hospital in good clinical condition. Treatment for the event included benzylpenicilline. On (B)(6) 2021, the subject was seen at the emergency department with vomiting and a sub-febrile temperature, no additional signs of infection were detected. The results from the csf culture taken on (B)(6) 2021 returned negative. No additional clinical details were provided. On (B)(6) 2021, the subject was readmitted for placement of a new rickham reservoir. On (B)(6) 2021, the subject was discharged in good clinical condition. Treatment with benzylpenicilline was continued until (B)(6) 2021. The outcome of the event was updated by the investigator from recovering/resolving to recovered/resolved on (B)(6) 2021. On (B)(6) 2021, the subject received a new brineura infusion without any problems. No signs of infection were present in blood or csf samples. It was reported that the subject would continue brineura infusions according to schedule. Only one brineura infusion was missed because of this episode. No further information was available. Case comment: the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Clinical study: "on an 06-aug-2018, the subject underwent implantation of a generic codman & shurtleff intracerebral ventrisculostomy (icv) set. The model number and lot number were not reported. On (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, icv). The lot number for brineura was not reported. The most recent dose was administered on (B)(6) 2021. On (B)(6) 2021 at 08:25, the subject experienced a grade 3 device related infection (device related infection) based off of three subsequent positive cerebrospinal fluid (csf) cultures with propionibacterium acnes. There were no clinical signs of infection and no increased csf cell count. The subject was admitted to the hospital and started on benzylpenicilline as treatment for the event. The rickham reservoir was removed on (B)(6) 2021 and the subject had treated with unspecified antibiotics for 10 days. It was noted that if the subject's csf culture remained negative, then a new reservoir would be inserted. Treatment with brineura was held due to the event. The outcome of the event was reported as recovering/resolving." "The investigator assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with brineura. No other etiological factors were reported.the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura." "The subject's past medical history included: developmental hip dysplasia. The subject's concurrent conditions included: salivary hypersecretion, dystonia, hypertonia, sleep disorder, infusion related reaction, pyrexia, neuronal ceroid lipofuscinosis, epilepsy, and rash maculo-papular. No allergies were reported. Premedication included: clemastine and dexamethasone. Concomitant medication included: levetiracetam, glycopyrronium, midazolam, clobazam, hydroxyzine, melatonin, pipamperone, baclofen, and trihexyphenidyl."

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Rickham resevoir was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.